Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient wasn't sure if the device was working. The patient mentioned his wires may have dislodged. The patient later stated that the leads had moved or dislodged and again stated that his leads became dislodged. No trouble shooting attempts were made and the patient no longer had the device. There were no symptoms or further complications reported or anticipated.